Event description:
The manufacturer received information that a trilogy o2 ventilator was returned to the manufacturer's service center for evaluation. There was no patient involvement, and no harm or injury reported. During an operational check, it was confirmed that a critical "ventilator service required" alarm sounded indicating the oxygen blending module air flow drift was out of range. The oxygen blender printed circuit board assembly containing the oxygen blending module air flow sensor was replaced to address the issue. Preventative maintenance was completed. The device passed final testing and was confirmed to operate properly.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request. The reported failure of the trilogy o2 oxygen blending printed circuit board assembly is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.